Manufacturer narrative:
Taper I. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Surgeon reports an access port leakage. There is no additional information at this time. Follow up is in progress.